Event description:
It was reported the patient presented remotely via merlin.net. Transmissions revealed the patient implantable cardiac monitor (icm) had false tachycardia episodes due to post-sensed t-wave oversensing. No intervention performed to resolve the issue was reported. The patient was in stable condition.